Manufacturer narrative:
The insulin pump received with no button response and a button error alarm due to corroded keypad traces. The following cosmetic damage was also noted: cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 66 mg/dl. Customer had suspended pump and attempted to resume the device when the button error alarm occurred. Customer does not recall any significant events leading up to the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.